Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient received hemodialysis treatment at 13:15 on (B)(6) 2024, using the central venous catheter kit for treatment. During the intra-treatment patrol inspection at 13:20 on (B)(6) 2024, it was found that there was blood oozing out at the venous catheter connection of the central venous catheter kit, and the inspection found that there was a crack in the venous helix connection of the catheter (luer adapter). The staff wrapped the blood-oozing end of the venous helix connection of the catheter with sterile gauze, notified the doctor to return the blood and get off the machine according to the doctor's instructions, the patient paid the new catheter fee, replaced the damaged venous catheter helix connection joint, and re-entered the treatment. Tego was not utilized. No cleaning agents were used on the device. Flushing was done with no problem found. No other defects or damages were found on the product. No other products are used with the equipment. Nothing unusual was observed on the device prior to use. No adverse event occurred afterwards. The one who used the method to tighten the adapter was the nurse, who operated by hand. The medical intervention/treatment required was replacing the connector, and the treatment was completed. There is a small amount of oozing blood at the tube tip, less than 2 ml, and blood transfusion was not required. The patient was stable, and there was no reported patient injury.